Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Model lap top ventilator 1200 was tested and inspected by a home care respiratory therapist. The respiratory therapist ran the ventilator several times. Unplugging the cord to check for alarms. The unit alarmed each time it was disconnected. The ventilator passed ventilator check. Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. The ventilator passed 52 hour extended tests at the customer¿s settings. The ventilator passed the lap top ventilator final test which includes many ventilation and alarm functions. The ventilator was thoroughly inspected; internal inspection did not reveal any abnormalities with the ventilator. No indications of oxidation on the ribbon cable contacts of the switch membrane assembly. External inspection of the pigtail showed no signs of frayed cabling. The 4 internal power supplies being monitored were +5vdc, +6vdc, +15vdc, and -15vdc all of which were within required voltage. Review of event trace revealed three ¿ln vent1¿ conditions ranging from march 20, 2017 to april 10, 2017. All event trace entries are consistent with normal ventilator operation.

Event description:
It was reported to carefusion that model lap top ventilator 1150 shut down without any alarm while connected to a patient. The patient was removed from the unit and placed on a back up ventilator. The patient's mother stated that the ventilator was not blowing, the turbine was not running and display was black. The sprintpack power source still showed it had charge and it was connected to power supply. The customer confirmed there was no patient harm associated with the reported event.